Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during investigation, the keypad cover was intact. The keypad buttons were unable to be investigated due to the pump powering on to a blank display. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the closed connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the backlight, up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.